Event description:
A patient in a study underwent an ion lung biopsy. Eleven days after the biopsy, the patient was re-hospitalized with complaints of blurry vision in the right eye and an unsteady gait. Magnetic resonance imaging (MRI) of the brain showed a 1.4 cm right peripherally enhancing cerebellar mass with significant diffuse-weighted imaging (dwi) restriction and surrounding vasogenic edema, concerning for abscess versus metastasis. Medications of intravenous (IV) ceftriaxone and oral flagyl were initiated. Discharge occurred eight days later with instructions to follow up with neurosurgery and infectious disease. Comorbidities include hypertension, with a history of rectal cancer. The biopsied lesion of the right upper lobe measured 45 x 73 x 85 mm. Tools used were 19g flexision needle, cryoprobe ¿ 1.1 mm, cook captura forceps, and bronchoalveolar lavage (bal). The procedure time was 33 minutes; the procedure was completed utilizing ion (no ion device malfunctions were reported). Pathology results were benign (gram positive bacteria).

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Section d6 is blank because the product is not implantable.